Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A materials manager reported that a glaucoma filtration device "malfunctioned; would not come off injector x 3 times." Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the sample was returned for investigation. The sample was returned in an open secondary package including labels, delivery system (eds) and a shunt fixed on surgical tape. The eds wire was pressed and didn¿t protrude from the cannula opening. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. There have been no other complaints for the lot. All products pass 100% final inspection at the manufacturer prior to approval. If a defect would be noticed, the product would have been rejected. The root cause cannot be identified as the eds trigger was operated and performed its functionality releasing the shunt (the shunt was not loaded onto the eds wire but fixed on surgical tape). The complaint cannot be confirmed. The manufacturer internal reference number is: (B)(4).